Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the products were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 is tested in the horizontal position. The results show that the valve operates within the permissible tolerance in horizontal positions. Adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the ptoducts, deposits were found inside. Results we would like to point out that testing products sent in dry form is only of limited significance. Dry residues of organic material can distort the test results. Nevertheless, the product was tested in accordance with the process. Based on our test results, we can confirm that the progav 2.0 is not adjustable. The deposits visible in the valve have led to functional impairment. Furthermore, we can see visible deposits in the control reservoir. The deposits did not affect the technical properties at the time of testing. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned product is complete with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx670t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system caused an overdrainage had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.